Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Initial reporter's international phone: (B)(6). Several attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported an increase of intraocular pressure events on seventy-seven (77) units of healon pro th85ml, lot ud31212. Per account, there were repeated events of intraocular pressure during the post-op perior due to residue on the lens or foreign material on the cornea. Surgery method at customer site remains the same. It was also noted that this issue may have been isolated in one (1) batch. To date, no additional information has been provided.

Manufacturer narrative:
Additional info/corrected data: additional information was received and it was clarified that the issue reported was regarding some healon remaining inside the eye, on the cornea, post-op. Therefore there was no foreign material on the lens or in the eye. This event has now been determined not to be a reportable event. No further reports will be submitted under this manufacturer report number 3004750704-2018-00030. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.